Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). The lesion was pre-dilated, stented with a 20 x 2.50 promus elite balloon expandable stent and intravascular ultrasound was used to view the lesion. A 20 x 2.50 promus elite balloon expandable stent was advanced into the rca. Friction occurred after the 20 x 2.50 promus elite balloon expandable stent exited the guide catheter. The 20 x 2.50 promus elite remained on the balloon. A lot of force was applied to pull back the a 20 x 2.50 promus elite balloon expandable stent back into the guide catheter. After removal of the a 20 x 2.50 promus elite balloon expandable stent catheter, stent was deformation was observed. Stent deformation was also observed on the implanted 20 x 2.50 promus elite balloon expandable stent. Additional stent placement and implantation will be needed to treat the deformed stent. The procedure will occur electively on a later date. No patient harm resulted in relation to this event.

Manufacturer narrative:
Updated and corrected information to b5 event narrative.

Event description:
It was reported that stent damage occurred. It was reported to boston scientific (bsc) that (B)(4) 20 mm x 2.50 mm promus elite coronary stents were selected to treat a lesion in the right coronary artery (rca) during a percutaneous coronary intervention (pci) procedure on (B)(6) 2022. The lesion was pre-dilated, and the first (B)(4) 20 mm x 2.50 mm promus elite coronary stents were successfully implanted. Intravascular ultrasound was used to view the lesion. The (B)(4) 20 mm x 2.50 mm promus elite coronary stent system (bsc reference (B)(4)) was advanced into the rca. Friction occurred after the promus elite coronary stent system exited the guide catheter. Force was applied to pull the device back into the guide catheter to remove the device, and stent deformation was observed. The promus elite coronary stent system with the attached stent were successfully removed from the patient. At this time, stent deformation was also observed on the more distal of the previously implanted promus elite coronary stent (bsc reference (B)(4)). Reportedly, an additional stent implantation procedure is planned to treat the deformed stent that remains implanted. There were no patient complications reported as a result of this event, and the patient was reported to have fully recovered.